Event description:
Note: this report pertains to the ninth of fourteen complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-02786, 3005099803-2010-02787, 3005099803-2010-02788, 3005099803-2010-02789, 3005099803-2010-02790, 3005099803-2010-02791, 3005099803-2010-02792, 3005099803-2010-02793, 3005099803-2010-02795, 3005099803-2010-02796, 3005099803-2010-02797, 3005099803-2010-02798 and 3005099803-2010-02799. It was reported to boston scientific corporation on (B)(6) 2010, that 14 resolution clip devices malfunctioned during a procedure to repair a perforated esophagus on (B)(6) 2010. According to the complainant, during the procedure, a total of 17 resolution clips were used to repair a perforated esophagus, 3 were used successfully. The sheath was advanced down the scope and the device was positioned at the target site; the physician opened the clip for deployment and grasped tissue, but the clip could not be released. Upon removal, it appeared that the biopsy cap had pulled the clips off of the catheter as they exited the scope. No tissue damage or additional bleeding was reported as a result of this event. The delay in procedure was approximately 30 minutes. There were no complications as a result of this event. The patient was reported to be in 'stable' condition at the conclusion of the procedure.

Manufacturer narrative:
Although the exact age of the patient is unknown, the patient is under 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Additional information received from the sales representative notes that the clip failing to detach from the catheter "may be due to the fact that the nurse did not open her hand to push the clip off the delivery system."